Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "breast prosthesis explant due to intracapsular rupture."

Event description:
Healthcare professional reported left side "breast prosthesis explant due to intracapsular rupture."

Manufacturer narrative:
Device analysis: visual analysis of the photographs identified: red particle material on the shell. Opening.